Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly; one of the buttons was very difficult to press. The customer had to feel around for the gel so he can press it for an accurate button response. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump had an intermittent button response due to moisture damage keypad trace. The insulin pump had minor scratched lcd window, cracked case near display window corners, and cracked reservoir tube lip.